Event description:
It was reported an angio-seal was deployed in the left femoral artery without incident. After discharge, the pt complained of pain in the leg. Twenty-seven days later, the pt returned for an evaluation in the left leg. The pt was diagnosed with possible femoral claudication. The pt was referred to the surgeon.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The deployer is unknown. Based on the info provided to st. Jude medical, the cause for the claudication could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.